Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the driver became stuck in the implant and the implant was removed. Tooth location 6.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One driver was returned for investigation. Visual evaluation of the as returned product identified that it was stuck to an implant. Functional testing was performed for the returned products and it was determined the devices failed functional testing as the implant could not be removed the driver. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative. The following section was corrected: d4: device lot number is unknown.